Event description:
It was initially reported that the pt had high impedance at a recent appt. The device was disabled that day and pt is being referred for surgery. Pt denies any trauma. Good faith attempts have been unsuccessful to date.